Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a bv error. This message combined with a malfunctioned image processor will result in a loss of a live image. There are no reports of pt injury or death associated with this event.